Event description:
In preparation for a procedure, the physician was preparing to use a cook memory hard wire basket. It was reported that when the user opened the package to check the device before use, the basket could not be retracted into sheath. This occurred prior to patient contact; there was no impact to the patient. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved confirmed the report. The device returned with the basket fully extended. The basket responds to handle manipulation. Significant resistance was encountered during retraction of the basket as the basket reached the distal opening of the catheter with the basket being unable to be retracted unless fully straightened. The basket was able to be advanced without resistance. The catheter length measured within specifications. The distal opening of the catheter was also viewed under magnification, and the edges of the catheter were smooth. The drive wire and catheter were cut, and the basket was removed to verify the ability to retract and straightness using productions cannula tester tool. Some resistance was noted however the basket was able to be retracted into the cannula tester and retracted straight. The basket wires' outer diameter was measured using a micrometer and all wires measured within specifications. The basket was fully formed and within specification for basket length. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved confirmed the basket would not retract. Our evaluation was unable to identify the cause of the failure to retract, all aspects of the device were verified to be within specification. Prior to distribution, all memory hard wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.